Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: during use a doctor found the rotation toggle could not move smoothly and it could not be stopped as he intended. It made a half turn when he wanted to rotate it clockwise. The case was completed without replacement of product. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).